Event description:
The customer reported that unit was not powering on with ac power; it only powers on with battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.